Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the event was caused by the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, cleaning, etc. The event could be prevented by observing the guidelines in the instruction manual, therefore, it was likely that the issue was caused by the handling of the user. The instructions for use (IFU) provides the following guidelines: warnings and cautions (p.7). Warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was a bend in the electrical connector. In addition, the lens guide and forceps cover glue was peeling. There was also a crack in the adhesive on the cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had a dent in the ring/connector which would not allow the video wire to be connected. The issue was found during preparation for use. No patient involvement was reported.